Event description:
It was reported the patient went in for an MRI. The MRI was related to the device therapy. The physician did not think the pump was working correctly. The patient was "still struggling" so they wanted to confirm tube placement and see what was going on with the spine. The patient had pain. The patient was walking with a cane and had constant thoracic lumbar pain. A test was done on the motor and it was fine. The physician checked the "lines." The patient was not able to have an MRI, but it was then stated that the pump had to be restarted "post MRI." The healthcare provider (hcp) did not know the onset info, if the patient heard any audible pump alarms, when the issue began of if anyone from the manufacturer had already been contacted about these issues. The pump system was delivering dilaudid (no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).